Event description:
It was reported, via mallinckrodt australia pty ltd., that the patient experienced air loss in the tracheostomy tube and had to continually add air in order to maintain inflation. There was no reported patient injury and/or change in therapy. The involved device has been returned to the manufacturer and forwarded to the analytical lab for decontamination, analysis and investigation.